Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing occlusion alarms. The customer' s blood glucose level ranged from 300 to 400 mg/dl. Reportedly, the customer changed pump supplies to resolve the issue.